Event description:
Pt was admitted for another co's of the distal humerous. Surgeon used another co's cannulated screw and co 7/64" threaded pin. A day or two later, x-rays revealed that both the screw and the pin had broken. The surgeon removed both items and replaced them. The 7/64" pin was disposed of at the hosp. Surgeon was not using pin as a guide wire-he was using it as a fixation pin with another co's screw.